Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump had a blank display. The customer performed troubleshooting and the display returned and the insulin pump alarmed power loss. Customer's blood glucose reading was 129 mg/dl. No significant events leading to the alarm were observed. Product is not expected to return.